Event description:
Health professional reported an alleged lap-band device erosion. The device was explanted without replacement. The pt presented with" fever and abdominal pain." A "found culture" was "negative" and an endoscopy confirmed the band was eroded.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of erosion as follows: "caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."